Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Android. Android_Galaxy A42 5G. Unknown. Android_12.

Event description:
It was reported that intermittently, a cartridge alarm occurred with consecutive cartridges during insulin delivery. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their HCP to obtain a backup method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.